Event description:
The customer observed a lower than expected vitros nt-probnp result from a patient sample using the vitros 5600 integrated system. A result of <5 pg/ml was predicted compared to a correct result of 19,100 pg/ml. The lower than expected vitros nt-probnp patient result was identified prior to being reported from the laboratory. The investigation also identified three lower than expected vitros nt-probnp quality control results that had been predicted using the same vitros reagent pack on the same vitros 5600 system. The following vitros nt-probnp results were obtained from three different quality control fluids. Control level 1: 6.9 vs. 256.3 pg/ml. Control level 2: 45.092 vs. 1167.52 pg/ml. Control level 3: 2282.8 vs. 21676.27 pg/ml. No erroneous patient results were reported from the laboratory. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros nt-probnp results were predicted from a patient sample and three quality control fluids processed on a vitros 5600 integrated system. The investigation determined the assignable cause was user error. While loading vitros reagent packs into the reagent supply, the operator was manually identifying reagent packs and miss-identified a vitros tropi reagent pack as vitros nt-probnp. There was no malfunction of the vitros 5600 system or nt-probnp reagent pack. Investigation determined the root cause of this event to be user error.